Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. The lens was explanted on (B)(6) 2022. Rxsight's first awareness of the event was (B)(6) 2022. The device history record for the lens was reviewed. No issues were noted. The lens is in the process of being returned for evaluation.

Event description:
The site reported that a light adjustable lens had been explanted from the patient due to dysphotopsia. The lens was explanted on (B)(6) 2022. Rxsight's first awareness of the event was (B)(6) 2022.